Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) received the following report from the user. During a laparoscopic hysterectomy, the subject device was used. When the surgeon was activating with seal & cut mode, the upper jaw of the subject device broke off. The surgeon saw the tip break away while inside the patient and retrieved the fragment piece. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was peeled off and partly lost. The coating of the probe was partially peeling. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled away. 2. The peeled tissue pad was falling off because the pad added pulling load. The above device handling has warned in the instruction manual.